Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the site was unable to track the axiem instruments and it was discovered that the communication cable was worn. At the time of the event, the medtronic representative was able to reconnect connection for the case. After the arrival of a new cable, the old cable was replaced. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that the cable jacket had separated at the lemo connector exposing the shield wire, but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the register task and delayed the surgery by 15 minutes. It was reported that the site was unable to track the axiem instruments. The medtronic representative (mr) was able to follow up and found the communication cable worn. The mr reseatted the cable and were able to track. The surgery was completed with navigation and there was no impact on patient outcome.